Event description:
Pt reported that, after programming a bolus, the device did not vibrate. Additionally, she reported that no insulin was delivered, although the bolus countdown appeared on the lcd. Pt disconnected and programmed another bolus. Again, the device did not vibrate, the lcd displayed the bolus countdown, and she reported that no insulin came through the tubing. No error messages were generated by the device. Pt stated that there were no apparent leaks in the system. Pt reported that her blood glucose was elevated (359 mg/dl). She self-treated by switching to her back-up device and bolusing.